Manufacturer narrative:
(B)(4). The correct facility registration number for this product is (B)(4). To avoid confusion we have submitted our follow up medwatch under the facility registration number as the initial medwatch.

Event description:
An angiogram was performed prior to deployment of the angio-seal vip. An ultrasound was used to diagnose the vascular insufficiency. The patient had a vessel occlusion. The patient was discharged in stable condition.

Manufacturer narrative:
(B)(4)- vascular system (circulation), impaired. Entrapment of device or device component. Voluntary medwatch number: (B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A patient presented for cardiac catheterization with stent placement. An angio-seal vip device was used for vascular closure in the right groin puncture. The post-procedure exam revealed a cool right lower extremity and absent pedal pulses. The patient was taken immediately for vascular surgery. During surgery, it was found that the angio-seal was lodged in the external iliac artery. The angio-seal was surgically removed and the patient underwent right femoral endarterectomy. The patient is currently stable.